Manufacturer narrative:
(B)(6). (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a syndesmosis injury, while implanting a second 3.5mm cortical screw, the resident did not implant the screw in the correct location and the screw ended up bent. The surgeon had pre-drilled the hole and the screw was initially implanted through the fibula and behind the tibia which caused the screw to bend. While attempting to explant the screw, the screw broke. No fragments were left embedded in the patient an all portions of the screw were retrieved easily. The broken screw was in the soft tissue. The top of the screw was unscrewed and the forward end of the screw was grabbed with a snap without any problem. A five (5) minute delay in surgery was reported. Another screw was inserted and the procedure was completed successfully. The patient status/outcome was reported as stable. Concomitant devices reported: synthes screwdriver (part unknown, lot unknown, qty. 1). This is report 1 of 1 for (B)(4).